Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The condition of a leak due to disconnection may result from the following in the manufacturing process: defective material accepted during sampling, incorrect assembly of product, incorrect solvent application, leaking due to sinks, cracks, or splits in product. These potential causes were considered in the context of evaluating the reported problem, but due to no product sample being available, the actual cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large bore stopcock with rotating male luer lock disconnected from a baxter needle free connector during infusion of etoposide, leading to a leak of chemotherapeutic solution. After disconnection from the patient, the customer noticed that the ¿tracks on the stopcock were eroded and not locking the piece in place. The pieces on the lock kept spinning even when disconnected.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.